Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, while investigating circulated items, damaged sterile packaging was discovered. The sterility of the product is compromised. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product found the inner cavity was damaged at a corner. The sterility of the product is still intact. The complaint is confirmed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. Actions were taken to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. Additionally, actions were initiated to correct an issue with the thickness of the blister used in the packaging configuration. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.